Manufacturer narrative:
UDI: (B)(4). One mountaineer m/l 3.5x12mm polyaxial screw [product code: (B)(4)] was returned to the chu for evaluation. Visual examination revealed that the threads on the tulip head of the poly screw had become torn off. Damage suggests that the threads on the tulip head likely became inadvertently cross threaded resulting in the threads becoming torn. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the threads becoming torn on the polyaxial tulip head (B)(4) cannot be positively determined. However, damage suggests that the threads on the tulip head likely became inadvertently cross threaded resulting in the threads becoming torn. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Doctor (B)(6) and doctor (B)(6) placed each of the components listed above as part of the posterior hardware construct. Upon torquing the first h2h outer nut, there appeared to be a stripping sound. Upon inspection, it was noted that the inner screw had become dislodged from the tulip of the m/l screw and threads had been torn off the inner screw. This resulted in head splay of the m/l screw which would not allow for placement of an new inner screw. At that point; doctor (B)(6) decided to remove all the caps and replace the splayed screw. After he placed the new screw, he chose to forego placing a transconnector final tighten the new construct, after which, he closed the wound which finished the procedure. He asked that we send in the screw, inner nut, outer nut and both torque limit devices for analysis and that we provide him feedback when we determined cause. It was postulated that one or both of the torque drivers may be over torquing and may have led to the incident.